Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported a severe infection at the insertion site of the sensor. On (B)(6) 2019 the patient went to a doctor and was prescribed an unknown antibiotic to treat the infection. At the time of contact, it was indicated that the patient is in good condition. No additional event or patient information is available.